Event description:
It was reported that during a prostate procedure @ 125,261 joules of use and 27 minutes, "forward firing" was observed. The fiber was exchanged and the second fiber was "damaged after striking stones". The second fiber was exchanged and a third fiber was reportedly "damaged after striking stones". The procedure was completed with a fourth fiber. Patient outcome: "no injury" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits severe devitrification and mild char; the shrink tubing distal end exhibits melting and damage; the fiber within the glass cap is blackened at the uv glue zone. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).